Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted there is noise in the image. In addition, the following findings were noted during evaluation: (leakage) watertightness is not maintained due to holes in the forceps channel due to external factors. The insertion part serpentine is crushed due to an external factor. Wrinkles in the insertion part due to external factors are observed. The bending angle is insufficient due to the elongation of the angle wire. The inside of the forceps channel is dirty. Residual fluid or foreign matter comes out from the forceps channel. Liquid leakage observed in the lg (light guide) bundle due to handling. Corrosion due to water leakage is observed in the operation part. Liquid leakage observed in the grip due to handling. Liquid leakage observed on the d plate. Leakage is found on the universal cord. There is a leak in the video cable and video connector. Liquid leakage is observed on the lg (light guide) connector. Liquid leakage is observed in the lg (light guide) rod part. There are scratches on the angle lever , ud (up/down) angle fixing lever due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of image defect. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found residual fluid or foreign matter comes out from the forceps channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing, which led to foreign objects being left inside the channel - the hole of the air leak could also be attributed to either stress or user's handling of the device. The instructions for use states the following: "inspection of the instrument channel. Keep your eyes away from the distal end when inserting endo therapy accessories. Extending the endo therapy accessory from the distal end could cause an eye injury. Use endo therapy accessories with the same color code (ø 2.0 mm channel or less). The endoscope and/or the endo therapy accessory may be damaged. If significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endo therapy accessories with excessive force may damage the endoscope and/or the endo therapy accessories. Confirm that the tip of the endo therapy accessory is closed or retracted into its sheath and slowly insert the endo therapy accessory into the forceps port of the sealing accessory. Do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endo therapy accessory may be damaged. Hold the endo therapy accessory close to the forceps port of the sealing accessory and insert it straight into the forceps port of the sealing accessory using slow, short strokes. The sheath of the endo therapy accessory could bend or break." Olympus will continue to monitor field performance for this device.